Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. Correction bolus via pump was administered to resolve the high glucose level.